Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. 510k: this report is for an unknown nails: tfna/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(6). No lot number was provided, without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a tfna nail broke in patient. Device to be removed from patient at a later date. This complaint involves one part. This report is 1 of 1 for (B)(4).